Event description:
After nearly 5 years of successful cochlear implant use this patient fell off a horse in 2005. Patient reportedly was wearing a helmet and did not hit their head. Thirty-six hours later, the patient reportedly could no longer hear sound. Using the appropriate diagnostic equipment, it was determined that the device was not functioning to manufacturer's specifications. Explantation/reimplantation surgery will be performed in the near future.